Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, superficial laceration occured in the middle to lower esophagus. As per the physician, inner bumper of the tube or the loop wire could have caused this during the procedure. The physician also stated that there was no patient related factor such as tumor that might have contributed to the event. No treatment was given to the patient. The procedure was completed with this endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) , 2014. According to the complainant, during the procedure, superficial laceration occured in the middle to lower esophagus. As per the physician, inner bumper of the tube or the loop wire could have caused this during the procedure. The physician also stated that there was no patient related factor such as tumor that might have contributed to the event. No treatment was given to the patient. The procedure was completed with this endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, superficial laceration occured in the middle to lower esophagus. As per the physician, inner bumper of the tube or the loop wire could have caused this during the procedure. The physician also stated that there was no patient related factor such as tumor that might have contributed to the event. No treatment was given to the patient. The procedure was completed with this endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 11, 2015: per the physician assessment this was a moderate (lined) laceration that occurred in the esophagus.

Manufacturer narrative:
Additional information: two lot numbers (16785136 and 16874138) were given for this event; however, it is unknown as to which is the correct lot number.